Manufacturer narrative:
The device was not returned to olympus for evaluation. The root cause of the reported event cannot be determined at this time. This type of blade damage is most likely related to the operator's technique. The instruction manual warns users: "do not activate the instrument while adjacent to or in contact with other metallic objects as unintended tissue injury may occur. Damage to the contacted object or device tip may occur. "

Event description:
Olympus received a medwatch form (mw5063324) which indicates that during an unspecified procedure, a small piece of plastic broke off the handpiece and fell into the patient. The surgeon was able to extract the piece. There was no patient harm reported.